Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery. A supera stent was successfully deployed, however, when performing a wire exchange with a command 18 guidewire, wire access was lost due to resistance with the guidewire and supera delivery system. The delivery system was removed and the vessel re-wired, without further issue or intervention. The stent was well placed and the lesion well treated. There was no reported adverse patient effect and no clinically significant delay in the procedure. A command 014 wire was successfully used to continue the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review could not be conducted because the lot number was not provided. It is possible that interactions with the anatomy and/or a coagulation of blood and contrast on the guide wire resulted in the reported difficult to remove; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The supera stent system referenced is filed under a separate medwatch report number.